Event description:
It was reported that there was a shocking or jolting sensation. The patient reported that the implantable neurostimulator (ins) battery was dead because they had not turned it on or charged it in a few years due to problems with shocking. The healthcare professional (hcp) did a few revisions and the problem was still unresolved and there would be no reason to replace the battery at the current time. The hcp replaced a few of the leads and moved the battery from one hip to the other hip and then to the side. With all of the revisions, the shocking continued. The shocking started about 5 years prior to report. The patient reported no falls or traumas.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v006428, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v006428, implanted: (B)(6) 2006, product type: lead. (B)(4).